Event description:
A female with history of right shoulder arthroplasty in 2005, subsequent fx and undergoing orif. The pt c/o pain and redness to rt arm. X-ray revealed obvious nonunion w/some angulation at the fx site, a lucency at the tip of the prosthesis and a loose screw. Intra-op, it was found that the most-proximal screw was backed halfway out and loose. The rest of the screws were removed and noted to be loose too. The pt had dall-miles cables which had been previously placed, also removed. The fx site was debrided, of note, most-central portion clearly necrotic bone. Decision was made to proceed with a synthes locking plate in hopes of getting proximal fixation.